Manufacturer narrative:
We already received the proximal piece of drill for investigation. Besides this we will contact the hosp for more info e.g. Like x-ray image, surgery report. The pt is under clinical surveillance. This event occurred outside the u.s. And involved a product that was manufactured outside of the u.s. However, because the link spiral drill is also marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
Break of the distal part of the drill during femoral reaming in order to implant a hip prosthesis. The distal part of the drill has been left in the femur, because according to the hospital report it was impossible to take out the piece of bone.